Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
While attempting to remove a broken gingiva former from a dental implant, three rescue drills fractured. The doctor did not want to make another try to remove the fragment. The implant was "left sleeping" and the patient was supplied with a bridge.